Event description:
During evaluation of a returned spectrum infusion pump, the device experienced slow response to user input. No additional information is available.

Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced slow response to user input. The cause was identified to be failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.